Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the water temperature in the cooler heater unit would not stabilize at forty-two degrees celsius, instead it would continue to rise until it caused an overtemp fault. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Per technical support, it was determined the thermostat was defective. The biomed is ordering the part to repair the cooler heater unit.